Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the fresenius apd luer lock connector during dwell 6 of 6 of treatment. The apd connector was used to connect a baxter solution bag to the liberty cycler set. The patient reported receiving several air detected in cassette alarms during dwell 6 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the baxter solution bag was not properly attached to the fresenius adp luer lock connector and then hung up, which caused the leak. Since then, the patient has been properly securing the connector and laying the bag down rather than hanging it. There has been no reoccurrence of the reported issue. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete treatment on the day of the event. The patient contacted the peritoneal dialysis registered nurse (pdrn) the following day and performed two manual exchanges in lieu of the missed bag from the prior treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The luer lock connector was discarded and is not available for return for physical evaluation by the manufacturer.